Manufacturer narrative:
Summary of eval: eval results suggest that the nail broke due to material fatigue.

Event description:
October 21, 1995, a gamma nail was implanted for a broken femur. 3-17-1997, revision surgery was required because of the femur's breakage on pseudoarthrosis. The broken gamma nail was replaced by a plate.